Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with several motor errors. The patient's blood glucose at the time of incident was 380 mg/dl. The drive support cap appeared normal. There was no exposure to a high magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification and was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm was noted on the alarm history screen. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.